Event description:
A 45-yr old female with history of recent esophageal variceal bleed returned to hosp for second round of injection sclerotherapy. Esophagus was perforated during the procedure. The gastroenterologist performing the procedure states that the length of this tube is too short which makes esophageal perforation possible. Gastroenterologist recommends redesign to lengthen barrel of endoscopic overtube.